Manufacturer narrative:
The patient¿s age was reported as in the 60¿s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was unknown. Pd therapy was ongoing. The patient was discharged nine days after hospital admission and was recovered from this peritonitis event. No additional information is available.